Event description:
It was reported that dissection occurred requiring additional intervention. On (B)(6) 2023, the subject underwent treatment with the eluvia drug-eluting stents as a part of the clinical trial. The target lesion was in the left proximal superficial femoral artery, left mid superficial femoral artery and left distal superficial femoral artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with 330mm lesion length with 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5mm x 40mm mustang pta balloon and 6mm x 150mm mustang pta balloon. Treatment of target lesion was performed by placement of three 6mm x 120mm eluvia drug-eluting stents, study device. Following post dilation was performed using 6 mmx 150mm mustang pta balloon and the final residual stenosis was noted to be 0%. On the same day of index procedure, during the treatment of target lesion, dissection of grade b was noted due to 6mm x 150mm bsc mustang pta balloon. Of note, site confirmed 6mm x 150mm mustang pta balloon led to dissection. In response to the complication, bailout stent was placed and post treatment the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered to be resolved. On (B)(6) 2023, the subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2 - age at time of event: 77 years old at the time of study enrollment. E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We could not obtain the information, as this was reported as clinical. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.